Event description:
According to the initial information received, a 5/4mm amplatzer duct occluder (ado) was attempted and immediately embolized to the descending aorta upon release from the delivery cable. The physician attempted percutaneous retrieval of the embolized ado but was unable to recapture the device successfully. The patient underwent surgical removal of the device and the pda was ligated. According to new information obtained from the physician, the type a defect was sized as follows: 2.5-3mm using a transthoracic echo and 2.1mm lateral/1.9mm ap using angiography. The physician said there did not appear to be a device malfunction, rather an issue placing the device. After the ado was unable to be percutaneously retrieved, the patient's defect was surgically repaired with a patch. The patient was released three days later and was found to be in good condition at their follow-up exam.

Manufacturer narrative:
Device analysis: the amplatzer duct occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 5f torqvue loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Image review: aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The results of this investigation are inconclusive because medical records and images were not provided. The cause of the embolization remains unknown.

Manufacturer narrative:
Images and medical records were requested. Additionally, we are expecting the device to be returned for analysis. When our investigation is complete, a supplemental report will be submitted.